Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and hypothyroidism. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue,"), headache ("headaches,"), visual impairment ("vision probs,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia "), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating") and pain ("waist pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, abdominal pain, pelvic pain, urinary tract disorder, bladder disorder, vaginal infection, fatigue, hormone level abnormal, headache, weight increased, visual impairment, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, pain, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: , dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and hypothyroidism. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue,"), headache ("headaches,"), visual impairment ("vision probs,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia "), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating") and pain ("waist pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, abdominal pain, pelvic pain, urinary tract disorder, bladder disorder, vaginal infection, fatigue, hormone level abnormal, headache, weight increased, visual impairment, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, pain, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: , dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs and mr received. Reporters information updated. Abnormal bleeding (vaginal, menorrhagia) ,dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) ,waist pain , bloating were added. Medical history and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue,"), headache ("headaches,") and visual impairment ("vision probs,") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, abdominal pain, pelvic pain, urinary tract disorder, bladder disorder, vaginal infection, fatigue, hormone level abnormal, headache, weight increased and visual impairment outcome was unknown. The reporter considered abdominal pain, bladder disorder, fatigue, headache, hormone level abnormal, pelvic pain, urinary tract disorder, uterine perforation, vaginal infection, visual impairment and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, uterine perforation, bladder/urinary problem, vaginal infection, fatigue, hormonal changes, headaches, vision problems, weight gain. Patient demographic added, essure insertion date updated, essure indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.